Event description:
It was reported that the customer called for assistance with the load process. The customer was confused as to whether the tubing should be filled or inserted first. The customer's blood glucose level was impacted. Tandem technical support assisted customer complete the load and resume insulin.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.